Event description:
It was reported that the patient had a catheter revision due to a migration. While the patient was working, the catheter was pulled out of the intrathecal space. It was noted that there had been a fluid buildup around the catheter. It was also stated that there had been a presence of scar tissue. Three blood tests were performed, though the reason for which was unknown. The drugs used in this system were bupivacaine and morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4) was used to reference the fluid buildup around the catheter, as it was not specific enough to code for either a seroma or edema.